Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer treated blood glucose with bolus and customer¿s current blood glucose was 204mg/dl. Customer performed troubleshoot for low blood glucose and drive support cap was found normal. Customer advised to monitor the pump and call back if issue persists. Insulin pump will not be return for analysis.